Event description:
Device was used during a wedge-shaped lung excision. The device would not cut. The procedure was converted to open, extending the procedure by 1.5 hours. There was no additional patient consequence.